Manufacturer narrative:
A ge service representative performed an on site investigation. The vcsi pcb assembly and x-ray grid were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was unacceptable effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.